Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with noise on the right ventricular lead. The noise is oversensed. The physician decided not to test whether the noise was reproducible due to patient's dependency. The device was reprogrammed and the patient was enrolled in remote monitoring. The patient would continue to be monitored normally.